Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Reportedly, customer did not load a new cartridge and resume insulin until (B)(6) 2023. As a result, the customer experienced a blood glucose (bg) level of 400 mg/dl and diabetic ketoacidosis. Customer's spouse brought them to the emergency room with vomiting and high ketones. Customer was subsequently admitted to the hospital and treated with manual injections. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.